Event description:
The physician attempted to place a biodiv ysio sv 2.0 x 15mm stent in the posterior descending artery. It was reported that when the physician attempted to deploy the stent the balloon did not inflate and the inflation device did not hold any pressure. A crack was discovered at the y connector site. The stent delivery system was removed and another biodiv ysio 2.0 x 15 mm stent was deployed successfully. There was no report of an adverse patient event.